Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts concertinaed when trying to track the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.25 stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found stent damage. Stent strut rows from the proximal end were lifted from the stent profile and pushed distally towards the mid-section region of the stent. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. Initial stent damage most likely occurred as the physician navigated anatomical challenges such as the 80% stenosis and when an attempt was made to withdraw the device the proximal section of the device got pulled distally on the balloon. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings visible on the exposed balloon wall region from proximal end towards the mid-section region. Visual and tactile examination of the hypotube found multiple kinks. Visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 32 x 2.25 promus premier drug-eluting stent (des) was advanced for treatment. However, it was noted that the stent struts concertinaed when trying to track the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.